Manufacturer narrative:
Driveline cable hw4039 was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Review of the controller log files could not be performed due to an unknown event date. The reported event could not be confirmed due to lack of evidence provided by the site. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Related complaint: MFR # 3007042319-2017-03323.

Event description:
The driveline sheath was damaged. A sheath repair was performed. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.